Event description:
It was reported that during a coronary stenting procedure, the liberte bare metal stent was damaged. The liberte stent delivery system could not cross the 90% stenosed, severely tortuous mid lad (left anterior descending). When the delivery system was removed a flare of the stent was noted. There were no patient complications, and the patient was reported to be good post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.